Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting an error 76 (non recoverable system error) when tried to initiate therapy. The user tried rebooting but still was getting alarm. Ms&s advised that the arctic sun device would need to go to biomed. Per follow up via nurse on 24feb2021, issue happened prior to being on patient. Patient put on second device for treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an error 76 (non recoverable system error) when tried to initiate therapy. The user tried rebooting but still was getting alarm. Ms&s advised that the arctic sun device would need to go to biomed. Per follow up via nurse on 24feb2021, issue happened prior to being on patient. Patient put on second device for treatment.